Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, resistance was felt when the delivery catheter system (dcs) was inserted from the right femoral artery. There was a possibility of over-capture, so the gap between the capsule and the nose cone was adjusted. Resistance persisted, so the position of the spine was adjusted and the dcs was pushed forward. The valve was placed without any problems. After hemostasis using perclose, an echocardiogram examination revealed partial stenosis from the common iliac artery (cia) to the external iliac artery (eia).  A contrast study confirmed that the contrast agent flow was weak due to stenosis.  Also, the possibility of a false lumen was suspected. The surgical team was asked to check the site of damage and found that the intima had peeled off, so it was repaired. The cause is believed to have been the creation of a dissection by forcibly advancing the dcs, and the creation of stenosis by failure of perclose. The blood vessel diameter was about 6-8 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-evolutfx-34 (lot: 0012033759); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right side was used as the access site, and sutures were used to treat the injury. Patient anatomy was not a contributing factor. No additional adverse patient effects were reported.